Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve neurological abnormalities were noted. Magnetic resonance imaging (MRI) revealed a recent infarct of the basilar territory, cerebellar hemispheres, and left middlecerebellar peduncle. No thrombus, dissection, or hemorrhagic transformation was observed. Eleven days following the implant the patient was aphasic with left hemiparesis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.